Event description:
It was reported that a balloon rupture and a kink occurred. During preparation and while outside the patient, the device was removed from its packaging. While removing the protective sleeve and the protective tube from the balloon, a break in the balloon was noticed. It was noted that a bend or kink was in the middle of the balloon. The device was not used inside the patient. The procedure was successfully completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that a balloon rupture and a kink occurred. During preparation and while outside the patient, the device was removed from its packaging. While removing the protective sleeve and the protective tube from the balloon, a break in the balloon was noticed. It was noted that a bend or kink was in the middle of the balloon. The device was not used inside the patient. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger sl drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the guidewire lumen. Microscopic examination revealed a hole in the guidewire lumen 29mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported damage to the device.